Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported subarachnoid hemorrhage could not be conclusively established the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, pump pocket), stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr (international normalized ratio) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the death was considered to be highly likely device related.

Event description:
It was additionally reported that the patient passed away.

Event description:
It was reported that the patient had a known driveline infection. The patient was cultured on (B)(6) 2023 and were found to have positive cultures for pseudomonas, positive driveline culture for proteus, positive sternal culture for pseudomonas, and a positive urine culture for pseudomonas. On (B)(6) 2023 the patient was found to have altered mental status and a computed tomography was performed and showed a new right, frontal subarachnoid hemorrhage. Antibiotics and anticoagulation were discontinued, and the patient was transitioned to hospice. The pump operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.